Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the electrode belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged receptacle and wires. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient's monitor sn (B)(4) was producing a service code 204 (belt/monitor unusable).